Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/26/2024. An investigation was conducted on 05/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the harvesting device as well as the cannula. There were no visual defects observed on the intact harvesting device. The harvesting device was returned inside the cannula. There were no visual defects observed on the intact c-ring or the intact cannula handle. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. Based on the returned condition of the device as well as the evaluation results, the reported failure " material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000371798 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure" material deformation; c-ring". CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula.¿

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "2981" to "2976".

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 has a bent tip. The jaws of the hemopro were visibly bent and when the spatula would come out it would veer to one side and not protect the vein. A new device was opened and used. No delay. No harm to the patient.